Event description:
A malfunction alarm related to the tandem mobi cartridge was reported by the customer, who also noted previous occurrences of similar alarms. There was no adverse impact on the customer's blood glucose level. Tandem technical support confirmed the cartridge alarm and offered to replace the pump, but the customer expressed a preference for switching to a different model, x2, and declined a replacement mobi. Subsequently, the issue was referred to sales for further assistance as the customer continued experiencing occlusion alarms and was not interested in another replacement.